Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy back in 2012. The patient is asymptomatic. Therapies were programmed off. No pacing is was available. The device was explanted as the device was approaching eri. The new device was downgraded to a single chamber device. The patient condition is okay.